Event description:
Customer reported the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.